Event description:
It was reported that oversensing was observed post-implant, with sensing difficulty and inappropriate noise noted on the rv (right ventricular) channel during final programming. There was complete heart block, due to oversensing of the device. Manipulation of the pocket also resulted in non-physiologic oversensing. A loose setscrew was assumed, so the pocket was reopened. A tug test was performed, and the lead remained securely in the header of the device. The lead was tested, and the device put back into the pocket, with oversensing again occurring on the rv lead. Testing of the leads through the analyzer were within normal limits. The leads were re-inserted into the device, and testing through the device was normal, but when the pocket was closed, oversensing again appeared on the rv channel. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. The grommet was damaged. It could not be determined when the damage to the grommet occurred.